Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in via phone about button error's, was by the pool but did not get the pump wet. Troubleshooting was performed. The buttons are not responding or the screens would scroll a button error. Would occur. The pump is returning.

Manufacturer narrative:
Findings: no button error alarm noted during testing. However, unit had intermittent act button response due to corroded keypad traces. No unexpected numbers ramping/scrolling screens during testing. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.